Event description:
It was reported that there is some pinching of the cable by the ribbon cable connector. There is discoloration of the cable that appears to be due to heat, as opposed to fluid damage. In the past three years, the customer has serviced hundreds of these lvps. It is only on the new style of ribbon cable that they have seen this problem. Attached photos from this most recent failure. This unit is relatively new, and their facility's department has not performed any maintenance on the unit, other than the routine bd pm. For whatever reason, it appears that when these units are being assembled with the new style ribbon cable the cable gets pinched and eventually fails. The attached photos include both the old and new ribbon cables. The device was tagged by a staff member that the unit could not be selected while attached to a pcu. The nurse could not select the device because the keypad was not working. Although requested, there were no further details or information provided and no report of harm.

Manufacturer narrative:
Investigation conclusion: the customer complaint of the keypad failure was confirmed through testing. The likely cause of the unresponsive keypad is the fluid ingress observed, which damaged the keypad traces and resulted in an open circuit. No cracked traces, punctures, or pinching was observed on either side of the flex cable. Although there was no evidence found, based on the on the observations described in fir# (B)(4) section 3.2.4, ¿additional investigation actions¿, the point of entry of the fluid ingress appears to be through the bottom of the keypad, between the front case and keypad overlay. (B)(4) was opened to investigate fluid ingress of pump module keypads and door assemblies. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.

Manufacturer narrative:
Investigation conclusion: the customer complaint of the keypad failure was confirmed through testing. The likely cause of the unresponsive keypad is the fluid ingress observed, which damaged the keypad traces and resulted in an open circuit. No cracked traces, punctures, or pinching was observed on either side of the flex cable. Although there was no evidence found, based on the on the observations described in fir# 10000336188 section 3.2.4, ¿additional investigation actions¿, the point of entry of the fluid ingress appears to be through the bottom of the keypad, between the front case and keypad overlay. Fir# 10000336188 was opened to investigate fluid ingress of pump module keypads and door assemblies. A review of the device history record in sap for sn (B)(4)was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that there is some pinching of the cable by the ribbon cable connector. There is discoloration of the cable that appears to be due to heat, as opposed to fluid damage. In the past three years, the customer has serviced hundreds of these lvps. It is only on the new style of ribbon cable that they have seen this problem. Attached photos from this most recent failure. This unit is relatively new, and their facility's department has not performed any maintenance on the unit, other than the routine bd pm. For whatever reason, it appears that when these units are being assembled with the new style ribbon cable the cable gets pinched and eventually fails. The attached photos include both the old and new ribbon cables. The device was tagged by a staff member that the unit could not be selected while attached to a pcu. The nurse could not select the device because the keypad was not working. Although requested, there were no further details or information provided and no report of harm.